Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 51 mg/dl, 261 mg/dl, and 49 mg/dl within 10 minutes on the aviva system. The customer was experiencing hypoglycemic symptoms and was capable of self-treatment. No adverse event reported. Requested return of suspect device and replacement was sent.